Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases, ring cover and battery drawer were broken, the battery release and two side bail covers were contaminated, the battery contacts compressed, the two side bails bent and the ring missing. (B)(4).